Manufacturer narrative:
A product development evaluation was completed: as stated in the complaint the nail is fractured through the oblique hole for the head element. This is representative of the nail fracture pattern presented during bench-top fatigue testing. The head element contact surfaces (inferior medial and superior lateral) of the oblique hole exhibit excessive wear which coincides with the excessive wear that is exhibited on the tfna screw. The proximal outer diameter exhibits normal scuff marks caused by rubbing against bone. The distal slot for locking screw exhibits radial marks exposing the base metal. From the complaint description we are not able to obtain any additional information than what is stated or presented. Since the nail failure occurred 160 days post-surgery, this bit of information does suggest there may have been a non-union or malunion present and the fatigue limit of the implant construct was met. The implants exhibit excessive wear which also may be an indication that the implants were load bearing and not load sharing. Normal healing typically is expected two to three months post-surgery. In rare instances where bone healing is delayed, patient non-compliance, obesity, etc, there is a minor chance that implant failure may occur. In other rare cases where the edge of the hole is damaged, there is a potential for early fatigue failure. Date of report/date received by MFR: initially reported as january 19, 2016 but should be january 18, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Event date.: unknown. UDI# (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The sterility documentation was also reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to nonunion and a fractured trochanteric fixation nail - advanced (tfna) on (B)(6) 2016. The patient was initially implanted on (B)(6) 2015 with the trochanteric fixation nail - advanced implant and associated hardware to repair a fracture. During post-operative treatment on an unknown date nonunion was noted. On (B)(6) 2016, during a follow-up visit, an x-ray revealed the tfna was fractured. The nail, blade and distal locking screw were explanted on (B)(6) 2016 and a synthes blade plate was implanted in its place. There was no surgical delay and the tfna implants reportedly came out fairly easily. There was no allegation of complaint against the blade or the distal locking screw. The surgeon was reportedly pleased with the final result (successful implant of the blade plate). There were no problems during surgery and no report of the patient having any post-operative complications. This report is 1 of 1 for (B)(4).